Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the original complaint could not be duplicated or confirmed. The black box showed an auto off alarm on (B)(6) 2015 at 11:16 followed by two call service 064 alarms with high force due to an occlusion during prime; deliveries resumed at 11:46. On (B)(6) at 00:34 an auto off alarm was recorded; deliveries resumed at 02:52. A rewind, load and prime sequence was performed with no ¿oscillating¿ sounds from the pump. There were no errors, alarms or warnings during the 24 hour testing. A review of the total daily doses were found to correctly reflect the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed and no evidence of debris or contamination was found on the lead screw. Unrelated to the original complaint, the display had a discolored contrast and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose above 250 mg/dl, but less than 500 mg/dl with polyuria and polydypsia associated with a motor issue. It was reported that the patient¿s healthcare provider made recent changes to the patient¿s bolus settings. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the motor was making an oscillating noise. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a motor issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.